Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Omsc concluded that an accidental failure of the front panel electrical components was a probable cause of this event based on the information that there is no abnormality in the appearance and the energizing time is short.

Manufacturer narrative:
The device was returned to olympus trading (B)(4) (osh). For evaluation. The evaluation of the device by osh confirmed the followings; the reported event was reproduced. Defect of front panel was noted. The reported event was caused by this defect. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, front panel switches of the device did not work. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.